Manufacturer narrative:
Product ID 97791, lot # n358517, explanted: (B)(6) 2013, product type accessory; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97791, lot # n358517, explanted: (B)(6) 2013, product type accessory. (B)(4).

Event description:
It was reported that the leads migrated from the top of t7 to the top of t5. The physician did not know what had caused the migration. The patient experienced pain and less than 50% therapeutic relief. A revision was performed during which the leads were pulled back to t7 and sutured to the fascia with no anchors. The anchors were removed and discarded. Patient outcome as of the date of report was indicated as no injury/no adverse event.

Manufacturer narrative:
(B)(4).